Event description:
The user facility reported a (B)(6) male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the medical team attempting the impella implant had difficulty with delivery due the staff accidentally pulling wire access port and access was lost.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2024-07517 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
The pump was removed for bleeding issues and swapped to the right femoral. During placement in right femoral, access was lost when they pulled the perclose by accident. Insertion into right femoral was then aborted because patient was stable. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.